Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: a proximal portion was received measuring 12 cm. A medial portion was received measuring 12 cm. Analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there was an apparent lead fracture, with undersensing and no capture at maximum output. The lead was replaced. No patient complications have been reported as a result of this event.